Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with the firing mechanism damaged and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch worked as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open as expected after the first firing with the white reload. The manual firing release lever didn't work. The surgeon used high force to open the jaw slightly, and moved the tissue. The cut line and malformed staple line were deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.